Event description:
During routine pre-procedure interrogation of permanent pacemaker, patient's pacemaker generator was incidentally found to be at end of life (eri 2/6, eol 2/8). As such, the device could not both synchronize with the programmer and pace at the same time and the patient, who was pacemaker dependent, was left with a slow rhythm with pauses of 5-10 seconds until the interrogation wand was removed from the device. After the intended procedure was completed, a new generator was implanted.